Event description:
According to the facility the needles have clogged issues. The ma draws up medication with a needle and attaches it to the syringe.

Manufacturer narrative:
According to the facility the needles have clogged issues. The ma draws up medication with a needle and attaches it to the syringe. The doctor is not able to inject the medication once it has been inserted into a patient, has to draw the needle back out, attach another needle, and then insert the needle again. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.